Manufacturer narrative:
This report is submitted on may 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017, due to poor performance and discomfort with device use. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed on june 06, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [81313-device analysis report.pdf]